Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
18 may 2018 medical records received. After review of the medical records for MDR reportability, the patient had an I and d with poly exchange to address wound dehiscence with cellulitis, right knee, status post total knee arthroplasty with communication into the joint. Infection was noted to be mainly superficial with a section of purulence noted deep to the fascia. Only the insert was revised. Doi: (B)(6) 2017 (insert) dor: (B)(6) 2018 (right knee). Patient was previously revised to address overstuffing of the patella on (B)(6) 2017, which is captured on another complaint.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.